Manufacturer narrative:
The reported complaint was confirmed. The product was not returned for evaluation or testing so no root cause determination could be made. Multiple diligence attempts for part return were unsuccessful. Per the manufacturer's subsidiary's service technician, the central control monitor (ccm) single board computer (sbc) was replaced and the unit was tested and worked correctly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue occurred when the perfusionist was preparing the heart lung machine as a daily task. Per the manufacturer's subsidiary's biomedical technician, while checking the hlm he noticed the same 'data communications error' in the local area network/interface board (lan/if) history log. Per data log review: the lan/if log shows multiple instances of 'data communications error', the last one occurred on (B)(6) 2021. (B)(6) 2021: 17:01:07 data communications error (2, 1) - dpram status half full warning. 17:01:07 data communications error (2, 4) - dpram status half full warning. 17:01:08 data communications error (4, 1) - dpram statues overflow error. Usually the ccm would freeze causing these errors to occur, and logging stops the system log. This could be caused by an intermittent connection issue with the flex cable that connects the lan/if to the single board computer 2 (sbc2) board. The log confirms the complaint. This complaint is related to (B)(4) / medwatch #1828100-2021-00326.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) disconnected, displaying a 'monitor disconnected' message on the display of the arterial pump. There was no patient involvement.